Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of skin infection that start through the exit site and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Action taken with the dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was a skin infection that started through the exit site (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report is a duplicate of manufacturing report number 1423500-2012-16986. All information will be contained in report number 1423500-2012-16986.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.